Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient indicated having atrial fibrillation (af) prior to the implant of the implantable pulse genera tor (ipg). However, the ipg had not recorded any af episode data. The patient has doubts about the ipg function. The ipg remains in use. No patient complications have been reported as a result of this event.